Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the device did not flash green light. It was reported that the sensor was removed, and no electrode was noted. It was reported that the electrode did not remain under the patient's skin. No further information provided.

Manufacturer narrative:
One opened and used sensor was inspected and the sensor cannula was found bent and retracted inside of the sensor. It could not be confirmed if the customer received the sensor in this condition due to the customer returning the sensor opened and used.